Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2020. The patient's parents stated the patient vomited at 2:00 am on (B)(6) 2020. The cgm displayed 75 mg/dl; however, the patient¿s bg was 39 mg/dl. The patient was taken to the hospital and his bg upon admission was 39 mg/dl. The patient was started on fluids via intravenous (IV) therapy containing glucose and discharged (B)(6) 2020. At the time of report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2020 . The patient's parents stated the patient vomited at 2:00 am on (B)(6)2020. The cgm displayed 75 mg/dl; however, the patient¿s bg was 39 mg/dl. The patient called for an ambulance and during transportation to the hospital, the patient fainted. At the time of admission to the hospital, the patient's bg was 39 mg/dl. The patient was started on fluids via intravenous (IV) therapy containing glucose and discharged (B)(6)2020. At the time of report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information. H6: patient code - additional.